Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. Review of the log showed the device was powered off via button presses. When left on in clinical mode, the device timed out after 10 minutes, which is normal behavior for the AED 3. The device functioned as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.